Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance and noisy signals. It was noted that the noise could not be reproduced. Subsequently, a defibrillation threshold (dft) test was performed. The shock impedance was high out of range and a code 1005 occurred as a result. This code indicates there was an open circuit condition during shock delivery. A lead revision was attempted but was unsuccessful due to the patient's anatomy. The patient remains hospitalized as a new plan is being devised. The lead remains in use. No additional adverse patient effects were reported.